Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was pulling the thread. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue with the instrument was clarified to be a broken cable. The customer further advised that the cable broke on the instrument during the procedure, and as a result, was replaced. There was no impact on patient care as a result of the issue.